Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with ligating clips m/l 12/box. According to the complaint description, the clips remained stuck in the cartridge and several clips were pushed forward at the same time. Attempts were made with different clip applicators but the problem still occurred. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results visual investigation: sliding sheets are deformed and no longer in place. No deviations can be found at the housing, but two clips were provided separately. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Conclusion and measures: explanation and rationale. According to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge by incorrect assembly sequence could be one possible root cause of the described failure. In addition, a damaged applicator could be the reason for an insufficient transport of the clips within the cartridge. Based on the investigations and results of the 8d report no CAPA is necessary.